Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps and had been using the same cartridge and infusion set for over 2 days. Tandem customer technical support informed customer to follow the proper air removal steps and that the cartridge and infusion set is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.